Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was performed for the potentially associated lot numbers (h10l03032, h11b18096, h11a06069). There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from the USA of patient made mistake /touch contamination and peritonitis in a male coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On an unreported date, the patient made a mistake and experienced touch contamination. On (B)(6) 2011, the patient was diagnosed and hospitalized with peritonitis. The cause of the peritonitis was due to patient made mistake/touch contamination. In (B)(6) 2011, a peritoneal effluent culture was performed with unreported results. Treatment provided was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital. In (B)(6) 2011, the patient recovered from the peritonitis. The outcome of the patient made a mistake/ touch contamination was not reported. A causality statement was not provided.